Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient's external equipment stopped working and she was in pain at the time of the report. When the patient attempted to charge the implantable neurostimulator (ins), the controller would only state "recharger problem cannot continue, disconnect recharger, call medtronic - screen 84". Prior to the report, the patient tried reseating the lithium battery pack but the issue did not resolve. During the report, the recharger was unplugged, the patient attempted to communicate the ins with the controller, but it showed "no device found". The recharger was repositioned, the controller was moved closer to the device, and screen 16 was seen. This was tried again and screen 16 was still seen. Also, plugging the recharger back into the controller didn't resolve the issue and the patient got the same screen 84 when she attempted to recharge her ins. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the sudden return of pain was caused by a new compression fracture of the spine, and was resolved when the patient underwent a kyphoplasty. Further information received stated that the charging cable could not charge the unit, so the ins could not be charged, and a new cable was sent to resolve the issue. There were no further complications or anticipated complications reported with this event.